Event description:
The customer reported having unexplained high blood glucose. The customer stated that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed. Assisted the caller to run the displacement test and passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. During the call, the customer mentioned being in the emergency room due to high blood glucose over 600mg/dl. The caller stated that this blood glucose is stable at the time and has lower down. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.